Event description:
It was reported a patient was filling her portable oxygen unit from a liquid oxygen reservoir. Liquid oxygen was discharged from the reservoir unit and onto her foot. The patient required medical attention as a result of the injury.

Manufacturer narrative:
It is unknown at this time the exact model of the device involved. The source/location of the leak is not known. The device has not been returned for evaluation. The device has not been returned for evaluation. Operating instructions warn, "do not try to overfill the portable. Once you hear the change in the sound of venting gas and see the cloud of white vapor, the unit is full. Continuing the fill processwill not put any more oxygen in the portable. Overfilling may cause drops of liquid oxygen to spray from the bottom of the portable." Also, "if a major liquid oxygen leak from the reservoir fill connector occurs when you disengage the portable unit, stay away from the unit and immediately notify your oxygen supplier. Do not touch liquid oxygen or parts that have been in contact with liquid oxygen. Liquid oxygen is extremely cold (-297 degrees fahrenheit / -183 degrees celsius). When touched, liquid oxygen, or parts of the equipment that have been carrying liquid oxygen, can freeze skin and body tissue."